Event description:
It was reported that the surgeon inserted the li61ao 25.00 diopter lens into the patient's left eye and the trailing haptic twisted. The incision was enlarged to 6mm and the lens removed and another iol was successfully implanted. Sutures were placed as part of standard procedure. No patient injury was reported. Please reference MDR# 1119279-2011-00217 for the delivery device.

Manufacturer narrative:
Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.